Manufacturer narrative:
(B)(4).

Event description:
The lead was inserted into the patient with no abnormal resistance or difficulty. The lead stopped advancing. It was removed. When it was removed the distal 2 electrodes of the trial lead were broken off. The hcp believed the electrodes were lodged in the ligamentum flavum. The hcp was certain it was not in the epidural space and did not think it would cause a problem for the patient. The trial continued with a new lead. It was placed without difficulty.